Event description:
The customer reported that the jaws of the device would not reopen while on tissue. The device had to be cut from the patient. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.